Manufacturer narrative:
(B)(4). The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product development evaluation was performed. The 2.4mm headless compression screw, long thread, 40mm was received in two pieces. The threads of the screw have peeled off along with the tip of the screw and are no longer attached to the screw shaft. It is possible that a collision with dense bone or a material harder than bone led to the complaint condition. The design of the device was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a open reduction internal fixation (orif) metacarpal procedure, the bottom threads of the headless compression screw came off after the screw was drilled, it the screw unwound itself as it advanced in the bone of the patient. It was discovered while viewing x-ray images as the surgeon was advancing the screw in the metacarpal. No plate was used; just an independent headless compression screw was used during surgery. No fragments were generated from screw. A back up screw was readily available to complete the surgery successfully. There were no reports of a surgical delay. This report is 1 of 1 for (B)(4).